Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery¿s longevity has gone from 5.3 years to 3.4 years in 6 months. The ICD remains in use. No patient complications have been reported as a result of this event.